Event description:
The MFR received information alleging an everflo oxygen concentrator had low liter flow and oxygen concentration. The patient claims this has caused his disease state (emphysema) to worsen.

Manufacturer narrative:
The device was returned to the MFR for evaluation. The technician found the solenoid to be faulty, the flow meter screw to be loose and the sieve to be leaking. The solenoid and sieve were replaced and the flow meter screw was tightened to address the issue.